Manufacturer narrative:
Braun customer engineer inspected the machine and determined that it functions properly. The cause of death was determined to be cardiac arrest. Although the patient was hooked up to the machine, the therapy was not started at the time the patient experienced cardiac arrest. The machine was not related to the incident.

Event description:
Patient coded after patient's access was connected, but therapy not yet started. Patient passed away as a result of cardiac arrest. Machine was not related to incident. Customer has requested that machine be inspected by b. Braun medical in accordance to their procedures. Additional information provided by the facility indicated the cause of death was cardiac arrest and the date of death was in 2007.